Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/05/2017, that on (B)(6) 2017, an unexpected g5 mobile application shut-off occurred. No additional patient or event information is available. Data was received for evaluation but further investigation cannot be completed to confirm the reported issue. The reported unexpected g5 mobile application shut-off could not be confirmed. A root cause could not be determined.